Manufacturer narrative:
Product ID: 3889-28 lot# va04zvx, product type lead product ID: 3889-28 lot# va04buz, implanted: 2013 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
Analysis of the lead, lot #va04zvx, found abnormal impedances prior to decontamination. After decontamination impedances came back normal. The root cause was not determined, but it was assumed that a foreign material was present on the distal end contacts resulting in a poor connection and higher than normal impedances.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant procedure high impedances were seen and the hcp decided to use a different ins. When the second ins was connected to the lead all impedance measurements were over 4,000 ohms. Troubleshooting failed to resolve the high impedances. It was noted that when the lead was tested alone the patient responses were appropriate. A new lead was placed and the impedances were all normal. It was reported that the patient was doing great with the new system.